Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this left ventricular (lv) lead had dislodged. This lead was explanted and a new left ventricular (lv) lead was successfully implanted. There were no adverse patient effects reported.